Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. The consumer's concurrent condition included nickel allergy. On (B)(6) 2011 the consumer experienced painful placement, complication during insertion, and on one side first tissue removal from fallopian tube. In (B)(6) 2015 the consumer experienced metrorrhagia and blood loss during coitus. In an unspecified date the consumer experienced pain in pelvis, allergy for products, itching skin, bladder infection, pain during menstruation, pain in leg, pain in abdomen, low back pain, pain in breast, cramps, muscle cramps, depressive feelings, increase or decrease of weight, tiredness, mood swings, swollen abdomen, hair problems, vaginal secretion, vaginal fungal infections, excess sweating, tingling, pyelitis, dry skin, dry eyes, eye inflammations, swollen legs and feet, fluid retention, and bruises. Consumer had relation and/or family problems. She contacted a doctor and had a blood test. Unspecified medication given. Never done if she knew that essure contains nickel. Removal of essure was considered. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. Essure removal was considered. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1521 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. Essure removal was considered. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.